Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: following review of the information received, it was concluded that it was unlikely that a potential product issue was present. The complaint shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The primary surgery was performed via tha (date of surgery was unknown). It was reported that the revision surgery was performed on (B)(6) 2019 by replacing the tri-lock stem (p/m: unknown), the head (p/n: unknown) due to looseness of the stem, and suspected armd. It seemed during the surgery that the cerebrospinal fluid was black and turbid. The surgery was completed without a surgical delay. We received an inspection request for metal powder whether it occurred due to metallosis, so please examine the composition of stem and head. No further information is available.